Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pace impedance measurements, high threshold measurements and loss of capture (loc). The physician suspected rv lead fracture however boston scientific technical services (ts) noted that fractures present with abrupt impedance changes and in this case the impedance changes were gradual. Ts suspects ionization or encapsulation of the lead tip and recommended further investigation.